Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Two photos of the suture were received. Both photos show a piece of tissue captured by the suture which indicates that the device may not have been placed properly when it was deployed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age estimated, reported as in (B)(6). Weight unknown but described as not obese. It is indicated that the device will not be returned as it had been discarded. Photos of the suture were received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an iliac and superficial femoral artery stenting procedure. Reportedly, after the sutures were deployed and the knot was being tightened, the suture and knot came out of the anatomy. There was a piece of tissue attached to the knot and a hematoma, the size of a racquet ball, developed. Manual arterial compression and a non-abbott device were applied to achieve hemostasis. It was thought that the sutures may have been deployed in the subcutanous tissue and the tissue that was removed was subcutaneous. The physician did not report any resistance or device issues during deployment. The patient was hospitalized overnight for observation. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.